Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 at 10:00pm with blood glucose of 800 mg/dl. Patient's current blood glucose was 150 mg/dl. Customer stated he thinks his pump is under delivering he has been having high blood glucose. The customer experienced symptoms such as vomiting. The customer was treated with manual injection. Customer reports they have contacted their hcp regarding the high blood glucose. The customer was not wearing the insulin pump during the hospitalization. Customer off the insulin pump prior to hospitalization was less than 48 hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump powered up properly after battery installation. No blank display was noted. The insulin pump passed the self test, sleep current measurement test, active current measurement test, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.